Event description:
A man underwent evaluation for multiple neurologic events, including amaurosis fugax, and 2 episodes of transient hemisensory deficits associated with dysarthria. Tee showed a pfo and 2 add'l fenestrations of the interatrial septum. The remainder of his eval was normal. Neurology consultation recommended pfo closure. The ppo was sized at 12mm with a sizing balloon. A 33mm nmt cardioseal septal occluder was successfully implanted (ref #cs-33-ql-ppo, lot # 0511170), which closed the pfo and fenestrations. Three hours after the procedure, cardiac tamponade developed. Percutaneous drainage successfully releived the tamponade, but bloody pericardial drainage persisted. The pt was taken to the or, which showed a small perforation of the aorta. This was felt to be secondary to one of the legs of the device perforating through the right atrium into the aorta. The very experienced cardiac surgeon left the device in place, and oversewed the right atrium and aorta with pericardial patches. The pt is recovering well from cardiac surgery.